Event description:
It was reported that the rv lead was extracted due to inappropriate shocks caused by oversensing of noise. The lead impedance trend over the previous weeks was erratic from 2240 to 300 ohms and sensing thresholds had also dramatically increased from 0.3 to 9mv. A lead fracture was suspected. No further patient complications were reported as a result of this event.